Manufacturer narrative:
Inspected three opened/used sensors, performed visual inspection and found three sensor needles bent inside sensor. We were unable to confirm if customer received sensors in said condition due to customer returning them opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received sensor error alarm and calibration error alarm. The customer reported that the sensor bent when trying to insert to body with the serter. The customer also reported that the needle hub stayed stuck in the serter. The customer also reported that the sensor electrode appeared to have either broken off or retracted back into the sensor. The customer's blood glucose was 145 mg/dl at the time of incident. The customer performed test plug procedure and the procedure passed. The sensor will be returned for analysis.